Manufacturer narrative:
(B) (4).

Event description:
Procedure: sils/lap hysterectom. According to the report: the distal end of the shaft split and became difficult to remove from the port. A new instrument was opened to complete the case. There was no report of pt injury, unanticipated blood/tissue loss, or extended or time.